Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Lead impedance on defibrillator right ventricular (rv) coil was 102 ohms on 2016-05-29.

Event description:
It was reported that the right ventricular (rv) lead alerted for measured high impedance on the rv defib coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.